Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event (including patient age); however, no additional information was provided. Manufacturer's investigation conclusion: a specific cause for the reported ventricular tachycardia as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. It was reported that the patient had ventricular tachycardia at a clinic visit on (B)(6) 2021. The submitted controller event log file contained data from (B)(6) 2021 at 8:44:07 to (B)(6) 2021 at 13:34:17. There were 118 pi events captured throughout the data set. There were no abnormal events captured. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The other submitted log files contained no abnormal events. The pump operated at the set speed for the duration of the captured. The pump appeared to operate as expected. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found to be in ventricular tachycardia during clinic visit and multiple pulsatility index events were noted. Log file analysis showed persistent pulsatility index events on (B)(6) 2021 from 8:44am to 11:14am.